Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a corroded motor home switch. The displacement test, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed and no alarm for a loose drive support disk could be verified due to the motor error alarm. The insulin pump had minor scratches on the display window, a cracked belt clip slot, a cracked reservoir tube, scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his insulin pump is alarming. Customer's blood glucose is 500 mg/dl. He treated with a manual injection. Customer cannot exit the preparing to prime loop. He tried holding down the act button but the device alarmed motor error. There were no significant events leading to the alarm. Customer was present at his wife's ultrasound. The alarm was cleared. Customer does not use the sensor feature. He is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.